Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of low-80 mg/dl. Reportedly, customer inadvertently unlocked pump and initiated a bolus which decreased their bg level. Reportedly, customer attempted to self-treat by consuming carbohydrates however, became incapacitated. Reportedly, emergency medical technicians were called and treated customer with carbohydrates and monitored customer to ensure bg was resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.